Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
Summary: the hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they tried to deploy heartstring but the sealant would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they tried to deploy heartstring but the sealant would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.